Event description:
During the atrial fibrillation procedure, when the introducer was inserted into the patient, it was noted that the hemostasis valve was broken and that air was aspirated. Aspirated with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No new puncture site was created when replacing introducer.

Manufacturer narrative:
The reported event of the hemostasis valve breaking and air being aspirated could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.